Manufacturer narrative:
The field service engineer determined there was a hole in the vacuum tubing for a wash nozzle. The vacuum tubing was replaced. It was verified there were no leaks or dripping. The customer ran controls and all results were within the customer's specified ranges. The last calibration performed on (B)(6) 2020 was ok. Quality controls were within range, showing no indication of a reagent performance issue. The investigation determined the service actions resolved the issue.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with gluc3 glucose hk gen.3 on a cobas 8000 c 502 module. No incorrect results were reported outside of the laboratory. The reporter states they have been having ongoing issues with glucose recovery on this analyzer. The sample initially resulted with a glucose value of 26 mg/dl, which repeated as 107 mg/dl. The repeat value was believed to be correct. The glucose reagent lot number was 48272701, with an expiration date of 31-aug-2021.